Manufacturer narrative:
The device will not be returned to edwards for evaluation and no evaluation will be conducted because the device remains implanted after a valve-in-valve procedure. Therefore, the clinical observation was unable to be confirmed. The serial number and model of the device have not been made available; therefore, no device history review (DHR) is able to be performed. The clinical report indicated failure of this device was most likely due to non-calcific degeneration. Both calcific and non-calcific tissue degeneration are common chronic failure modes for this type of bioprosthesis. The operational mechanical stress and biological factors are generally believed to be the major contributors to this type of non-calcific bioprosthetic tissue degeneration. Although the patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient implanted with a 23mm aortic surgical valve received a 23mm sapien 3 aortic bioprosthesis in a valve-in-valve procedure. The implant duration of the original valve was fifteen (15) years and seven (7) months. The patient was diagnosed with non-calcific deterioration leading to moderate/severe aortic regurgitation. The valve-in-valve procedure was successful and the patient was noted to be in stable condition. No model or serial number is available for the disabled aortic valve. The procedure notes have not been made available and no evaluation will be conducted as the device remains implanted in the patient.